Event description:
It was reported that the health care professional (hcp) wanted a review of reports for this pacemaker for device optimization. Technical services (ts) reviewed the reports and discovered the device exhibited farfield oversensing of the ventricular signals on the atrial channel. It was noted that the device blanked the signal. Ts advised reprogramming options. The device remains in use. No adverse patient effects were reported.